Event description:
It was reported that during a da vinci s thymectomy surgical procedure, "when advancing the instrument during a guided tool change, the arm was not stopping the instrument where it should". The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Investigation was conducted by field service engineering. Testing was performed on the system and the customer reported complaint could not be replicated, the system was functioning properly and to specification. Isi software system analyst's review of the da vinci s system error logs has determined that the issue experienced by the customer was due to a user error. The user was operating with the maryland forceps instrument close to the cannula accessory when the patient side surgeon changed instruments and inserted the longer tipped thoracic grasper instrument. The guided tool change (gtc) responded accurately with the desired insertion position, retracting at 3mm less insertion depth and taking into account tool tip length, as calculated inside the cannula accessory. As a result, the system turned off the patient side manipulator flashing green led guided tool change indicator, showing that guided tool change was not on. The patient side surgeon then hit the instrument clutch button, allowing the user to move the instrument under careful manual guidance. It appears that the patient side surgeon erroneously thought the da vinci s system was still in guided tool change mode after hitting the instrument clutch button. As of late 2007, there have been no reported recurrences of the issue at this hospital.